Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 155 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. During troubleshooting, customer pulled plunger too far and spilled insulin completely. After troubleshooting, customer was able to fill new reservoir with no air bubbles, customer was advised that reservoir would be replaced.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs and performed pre-fill test. The reservoirs passed per inspection and no air bubbles were noted during analysis. Checked the o-ring for defects and none were found.